Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic right hemicolectomy - with an extracorporeal anastomosis procedure, the patient returned to or after 2 days of the procedure. The patient was with metastatic colon cancer, and a tumor in the proximal transverse colon that was obstructing. The stapler was a little stiff during deployment and there was no jam; we had no indication that there was a problem at the time of surgery. There was poor staple formation (no b shape). We inspected the anastomosis after the staple deployment, however, we were unable to see the entire length of the intraluminal component and the area of the staple line defect which only ran over 1.5 cms, which was right at the bottom of the anastomosis. The anastomosis was completed with a new open stapler, and the entire anastomosis was over sewn with suture. The patient initially made a good recovery, but became septic and unwell and returned to theatre on postoperative day 2. The staples that removed from the patient's anastomosis have not been properly deployed into th eir 'b' formation, and therefore have not created a robust anastomosis. The patient's hospitalization was extended and there was tissue damage. An additional operation will be performed. The patient is in intensive care, intubated. However, inotropes coming down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic right hemicolectomy - with an extracorporeal anastomosis procedure, the patient returned to or after 2 days of the procedure. The patient was with metastatic colon cancer, and a tumor in the proximal transverse colon that was obstructing. The stapler was a little stiff during deployment and there was no jam; we had no indication that there was a problem at the time of surgery. There was poor staple formation (no b shape). We inspected the anastomosis after the staple deployment, however, we were unable to see the entire length of the intraluminal component and the area of the staple line defect which only ran over 1.5 cms, which was right at the bottom of the anastomosis. The anastomosis was completed with a new open stapler, and the entire anastomosis was over sewn with suture. The patient initially made a good recovery, but became septic and unwell and returned to theatre on postoperative day 2. The staples that removed from the patient's anastomosis have not been properly deployed into th eir 'b' formation, and therefore have not created a robust anastomosis. The patient's hospitalization was extended and there was tissue damage. An additional operation will be performed. The ionotropes are coming down. The patient is still in hospital, and is making very slow progress. She will need extensive rehab and is likely to be in hospital for another 6 weeks.